Event description:
After performing an initial pvi ablation, an air leak was noted. An exchange occurred and the physician decided to insert the farawave catheter (boston scientific) again. Upon inserting the agilis 13 fr sheath, the physician drew back and acknowledged large bubbles, which were not present before. A new agilis 13fr sheath was requested. It was thought that there was an issue with the valve. The procedure was completed with no adverse patient consequences.

Manufacturer narrative:
One 13f agilis steerable introducer sheath was received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.